Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The operating current testing including, failed battery test, off no power, weak battery, low battery alarms and battery indicator anomaly could not be verified due to the blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on (B)(6) 2014 that the insulin pump had an off no power alarm without a low battery alert, a failed battery test alarm and a blank display. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was able to resolve the issue. The customer changed the battery and the display returned and she was able to clear the alarm. It was advised that the battery cap would be replaced. The customer called back on (B)(6) 2014 to report that the battery cap replacement did not resolve the issue. She stated that she still received low battery alerts, weak battery, and failed battery test alarms. Blood glucose level was 207 mg/dl. The device was returned for analysis.